Event description:
I have been using dexcom g7 glucose monitors for a few years now. Up until mid 2024, there was a somewhat acceptable failure rate of 20% (sensor errors, complete stoppage, failure to pair with any measuring devices from the start and/or consistent drastically incorrect readings of plus or minus 50 to 100 mg/dl). Beginning in the second half of 2024, coinciding with a move by dexcom to lots made in malaysia, the failure rate has increased to approximately 70% of the sensors provided by dexcom. As a type one, insulin dependent diabetes patient, bad readings that are this high or low (50 plus mg/dl high or low), on which a patient bases their insulin usage, is life threatening. Dexcom replaces the bad sensors without question, but the high failure rate has become unacceptable and has the potential to cause great harm to those using these glucose monitoring devices. Dexcom's manufacturing quality needs to be investigated by the FDA based on these failures in order to prevent public harm by those using them who may not be aware of the dramatic errors in their glucose levels, who are using the devices to administer insulin.